Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a crack was observed at the 3mm luer lock level. Device labeling: 5. Precautions ¿ juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 8. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of during injection with juvéderm® ultra plus xc the area under the tip "cracked". No injury to the patient or injector was reported. The packaged needle was used and this was the initial use of the syringe. Healthcare professional stated that the "crack" was most likely occurred prior to injection but was not noticed until during injection.